Event description:
It was reported that a pt underwent transforaminal lumbar interbody fusion (tlif) at l3/l4 with screw and rod fixation from l3 to l5. Two set screws reportedly stripped in the pedicle screw during provisional tightening at left l5. The surgeon was using a driver from another screw and rod system. Reportedly, the threads of the pedicle screw were not damaged, and a third set screw was placed with no issues. No pt complications were reported.

Manufacturer narrative:
(B)(4): the screw was returned for eval. The thread crests are damaged; this damage appears to have initiated at the start of the thread and consistent with set screw cross threading. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.